Event description:
The customer reported "weak battery". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.